Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of disconnect between tubing and phaseal could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. If any samples are returned, an investigation will be able to occur and the root cause for the disconnection may be able to be identified. A device history record review was not performed as the lot number is "unknown" for this complaint.

Event description:
It was reported that unspecified bd infusion set was separated the following information was received by the initial reporter with the following verbatim spill of hazardous IV medication. Pt was showering and experienced disconnection of IV tacrolimus infusion. Phaseal cstd in use and secured by blue jacket. Disconnect occurred between the IV tubing and the phaseal injector despite of securement device. Drug exposure minimal due to slow infusion rate. Pt did not experience topical exposure. Spill cleaned per policy.